Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was not completed because the device serial number was not provided. Because the device was not returned, mmd has been unable to investigate the complaint. This report will be updated when the device is returned to mmd.

Event description:
The initial reporter states that the patient had passed away while in a nursing home due to aspiration. They stated that they believed that the patient was not being adequately care for and that this led to the patient aspirating. They did not report any problem or malfunction with the device. They stated that they believed the patients feedings were not being started and stopped as prescribed and they are requesting that the pump log be downloaded and reviewed. At this time, the initial reporter has not provided any additional information about the event or the patient's death. (B)(4).